Event description:
It was reported an air embolism occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. It was noted that access to superior vena cava (svc) was extremely tortuous. Post-transseptal puncture (tsp), a versacross fixed curve sheath/dilator was exchanged for a watchman trusteer sheath. After removing dilator and wire, the physician attempted to aspirate the sheath with the valve shut. Physician pulled air into syringe and then noticed small amounts of air in the left atrium (la) and laa. The physician assumed something was wrong with the trusteer sheath and exchanged it for a watchman fxd curve sheath. After removing dilator and wire, an attempt was made to aspirate again which also pulled mostly air. The 31mm watchman wds inserted and implanted successfully in patient. Noticeable air bubbles were noted to be trapped behind the watchman closure device, and remaining small bubbles were noticed in the la and left ventricle (lv). There was no st elevation or cognitive disfunction noted. While in recovery, electroencephalography (eeg) noted that the patient experienced a stroke as the patient was unresponsive. Magnetic resonance imaging (MRI) was performed (B)(6) 2026. The MRI showed remote left frontal lobe infarct, and numerous right hemisphere infarct. The patient was reported to have recovered almost completely with some residual left-sided weakness. The patient went to rehab due to the lingering weakness in the lower left extremities.

Event description:
It was reported an air embolism occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected for use. It was noted that access to superior vena cava (svc) was extremely tortuous. Post-transseptal puncture (tsp), a versacross fixed curve sheath/dilator was exchanged for a watchman trusteer sheath. After removing dilator and wire, the physician attempted to aspirate the sheath with the valve shut. Physician pulled air into syringe and then noticed small amounts of air in the left atrium (la) and laa. The physician assumed something was wrong with the trusteer sheath and exchanged it for a watchman fxd curve sheath. After removing dilator and wire, an attempt was made to aspirate again which also pulled mostly air. The 31mm watchman wds inserted and implanted successfully in patient. Noticeable air bubbles were noted to be trapped behind the watchman closure device, and remaining small bubbles were noticed in the la and left ventricle (lv). There was no st elevation or cognitive disfunction noted. While in recovery, electroencephalography (eeg) noted that the patient experienced a stroke as the patient was unresponsive. Magnetic resonance imaging (MRI) was performed 09-jan-2026. The MRI showed remote left frontal lobe infarct, and numerous right hemisphere infarct. The patient was reported to have recovered almost completely with some residual left-sided weakness. The patient went to rehab due to the lingering weakness in the lower left extremities.

Manufacturer narrative:
Device evaluated by MFR.: a watchman trusteer access system (was) was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed a kink in the sheath 11cm proximal of the tip. Microscopic examination revealed no damage or defect. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. Inspection with the borescope observed the valve opening and closing as expected. Product analysis could not confirm the reported events as clinical circumstances could not be replicated.